Manufacturer narrative:
Findings: reliability analysis evaluated 2 opened/used reservoirs inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a pump. Performed a manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded, no leaks and no air bubbles. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer stated she has air bubbles in the reservoir. The possible cause was told to the customer and understood to some extend. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl.